Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that there was a missing connector pin from the therapy cable assembly. The missing pin would not allow the device to deliver defibrillation energy through the therapy cable assembly. The therapy cable assembly was replaced from the customer's stock and proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device would not deliver defibrillation energy. The customer indicated that once the reported device issue occurred, they deployed their backup AED with a minimal delay and continued patient care. The customer was unable to provide any additional details on the patient or the actual event. There was no report of any adverse effects to the patient.